Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a screen failure. A technical support specialist (tss) confirmed that the issue was resolved by the field service engineer (fse) during another device service and there was no additional information about the steps taken to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unit was down. The screen was black and the unit would not power on. However, there were no delay or adverse events or injuries reported based on this event.